Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular (rv) channel, which resulted in inappropriate anti-tachycardia pacing (atp). Additionally, pacemaker mediated tachycardia (pmt) episodes were recorded. Boston scientific technical services (ts) suggested reprograming options. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Device codes h6.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular (rv) channel, which resulted in inappropriate anti-tachycardia pacing (atp). Additionally, pacemaker mediated tachycardia (pmt) episodes were recorded. Boston scientific technical services (ts) suggested reprograming options. No adverse patient effects were reported. This device remains in service. Additional information was received mentioning that this device delivered inappropriate anti-tachycardia pacing (atp) and one shock. Boston scientific technical services (ts) suggested reprograming potions. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular (rv) channel, which resulted in inappropriate anti-tachycardia pacing (atp). Additionally, pacemaker mediated tachycardia (pmt) episodes were recorded. Boston scientific technical services (ts) suggested reprograming options. No adverse patient effects were reported. This device remains in service.